Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that the patient had explant with company lens as the patient was unhappy. There are two medical reports associated with this report. This is 1 of 2. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).